Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced an insulin delivery occlusion attributed to kinked infusion set tubing with a blood glucose measured at 161 mg/dl, which persisted for several hours and resolved only after a full supply change and education on occlusion prevention were completed. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included temporary interruption of insulin delivery with restoration of therapy after replacement of the infusion set without medical intervention. Investigation of this case revealed an infusion set occlusion due to kinked tubing leading to interrupted insulin flow, which was corrected by replacing the infusion set and associated supplies. It was concluded, based on previously established findings for similar reports, that the cause was user-related technique and handling associated with the infusion set.